Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post sensed t wave over-sensing. No intervention was reported. Patient condition was stable.